Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material returned.

Event description:
It was reported that the patient experienced an allergic reaction while using the infusion set and a spot was left on her skin. She needed medical assistance and her doctor prescribed the use of cavilon ointment.